Event description:
It was reported that the pace, sense, and low battery light emitting diodes (led) come on and stay on. No output was also indicated. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. High rate cover is broken. Main pcb (printed circuit board), upper case and lower case are contaminated. Pcb screws are corroded.